Manufacturer narrative:
The sl plus standard stem size 2 (75002697) was not received for investigation. It has been reported that a revision was preformed due to a periprosthetic fracture, from which the patient suffered after a fall. This was confirmed under x-ray. However the medical documentation was not available for the investigation of this complaint. There is no indication that the implant did not match specification at the time of manufacturing. There were no similar complaints reported for the batch in scope. If more information becomes available this complaint will be reopened. Smith + nephew will monitor this device for further similar issues.

Event description:
It was reported that a revision surgery of the plus sl std stem 2 was performed due to right hip arthroplasty periprosthesis fracture, confirmed under x-rays.